Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary . Investigation flow: damage. Visual inspection: the reamer head f/ria 2 dia 12 (p/n: 03.404.020s, lot #: 71p4470) was returned and received at us cq. Upon visual inspection, it was observed that the device tabs were broken and the broken fragments were not returned. The embedded device reported condition cannot be confirmed as no x-rays were provided. No other issues were observed with the returned device. Device failure/defect was identified. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review : based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint was confirmed. The device received was broken. Hence confirming the allegation. Investigation conclusion : the complaint condition was confirmed for the reamer head f/ria 2 dia 12 (p/n: 03.404.020s, lot #: 71p4470). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 03.404.020s, synthes lot # 71p4470, supplier lot #n/a, supplier batch #7009005, release to warehouse date: sep 29, 2020, expiration date: sep 01, 2030, supplier: (B)(4), no ncr's were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Correction/removal number: 3008812560-10/26/2020-001-c. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, the reamer head burst. Surgeon commented that the patient had strong bones and too much force might have been applied. The liquid supply worked normally. Enough material was harvested. A bpl with a three jaw chuck with drilling speed was used and the drill bit was placed centrally in the marrow space. Surgery was delayed for fifteen (15) minutes. All fragments could not be removed. No further procedure for fragment removal planned. Surgery completed successfully. No further information provided. This report is for one (1) 12.0mm reamer head for ria 2 sterile. This is report 1 of 1 for complaint (B)(4).